Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned for evaluation. Images and medical records were provided. The investigation is unconfirmed for tilt but is confirmed for perforation of the ivc. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced patient device interaction problem. The information is from one source. There was no reported patient injury. The male patient is (B)(6) years old, who's weight was not provided.